Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer will continue to use the pump for insulin delivery. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.